Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and heparin injection (1/2ml, intraperitoneal, once daily, ongoing) for peritonitis. At the time report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.